Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product screw driver bit torx t20 / af3.5. During artroprothesis intervent, with columbus instruments, the breakage of the tip of a screwdriver for closing security screw of polietilene occurred. A fragments of very small dimension stayed in the articulation. The presence of the fragments was detected only afterwards the radiographic control. Operator, after having advised the patient, has been taken care to an additional medical intervent for the removal. There was no patient harm. A revision surgery was necessary. Additional information was not provided nor available. The adverse event/malfunction is filed under aag reference (B)(4).